Event description:
Boston scientific received information that the patient with this lead was feeling light headed and tired. The patient was seen for a device interrogation where the lead was noted to be intermittently pacing. The lead also displayed noise and high impedances. The lead was suspected to have been fractured. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.